Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that both the left and right pawls were broken which is allowing the ratchet extension to not lock into position. The 80lb torque knob will need to be disassembled and cleaned, and the index knob is tight. By completion of service the right & left pawls, label, retaining ring and set screw will be replaced, and general cleaning and maintenance will be performed. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is rough handling and routine wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the plunger of the mayfield infinity xr2 skull clamp (a2114) was not engaging or locking in place when patient was turned over. Additional information has been requested.